Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, had a monitoring voltage of 2.58 volts at 54 months of implant. The patient had been lost to follow-up for some time. A save-to-disk analysis was to be done. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this device remains actively in service. As new information would become available, this report will be further evaluated and updated. Most recently, information was received indicating that this medical device was removed from service for normal battery depletion. This medical device has not been returned to boston scientific to date. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.